Event description:
It was reported that the customer had a sensor glucose versus blood glucose differences on the insulin pump. The customer's blood glucose level was 170 mg/dl. The troubleshooting was performed. The customer was advised if issue continues to consider changing the sensor. The patient was advised to monitor the issue.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to low readings.